Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the buttons were stuck and resulted in a flashing screen. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2015 with the following findings: on investigation, the alleged button tactile issue was unable to be fully investigated. The pump powered up to a blank display screen with the auditory and vibratory features. The functionality of the button could not be tested due to the blank display. The keypad cover was found to be intact. Removal of the keypad cover did not find any contamination under the button contacts. The keypad connector was fully seated with the latch closed. Unrelated to the complaint, a pump casing crack was found near the lower right hand corner of the display. Pump casing was opened and evidence of moisture contamination was found inside the pump on the display connector wire and various other electrical components.